Event description:
Product surveillance contacted the home patient (hp) to try and gather additional information. The hp stated that the homechoice (hc) primed everything but the patient line. The hp stated that there was a lack of fluid in the lines and down toward the bottom of the tubing were some air pockets. The hp did not notice any defects in the patient line or disconnections. The hp did notify the nurse regarding the air in the lines. There was no patient injury or medical intervention associated with this report.

Event description:
A customer contacted baxter's technical service center reporting large air pockets found in patient line that appeared on the homechoice (hc) display during connect yourself display. The technical service representative (tsr) advised the home patient (hp) to disconnect using aseptic technique. The tsr assisted to cycle power the hc macine off / on and removed the cassette. The hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line at connect yourself. The patient stated that there were large air pockets found in patient line that appeared at the connect yourself display. The hp reportedly connected and then the hc display read check patient line and connect yourself. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the air in tubing is user error - the patient connected after prime when air was in the patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.